Event description:
During use, the tip was disconnected.

Manufacturer narrative:
Device evaluation;customer report was confirmed. The catheter was returned used with dried blood on the windings and catheter body. The distal windings have been pulled off the tip of the catheter and were not returned.